Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During evaluation of the device, image noise was found to occur and the image could not be seen due damaged plug unit and the screen displayed scope communication error b30 due to data error of scope ID. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely image noise was caused due to damaged plug unit and the screen displayed scope communication error b30 due to data error of scope ID. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.